Manufacturer narrative:
On (B)(6) 2016 @ 5:54am blood glucose 469 mg/dl - insulin pump dispensed 4.5 units of insulin. On (B)(6) 2016 @ 9:47am blood glucose 303 mg/dl - insulin pump dispensed 4.5 units of insulin. According to the consumer, "... Her average readings around this time are around ' 120 mg/dl..." During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling. Keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation. Correction: emdr was submitted originally under mfg report # 3004193189 2016-00038 failed. Resubmitted 3004193489 2016-00038.

Event description:
Consumer called into customer support expressing her concern about high blood glucose reading when using her nova max link meter. Consumer stated, "... She felt horrible' after the 9:47am result of 303 mg/dl..." According to the consumer, "....she wasn't 'able to stand up', 'felt like throwing up', 'dizzy', 'confused' and 'sweaty' she began drinking water and sat down trying to make herself feel better..." Consumer stated that she did not eat anything and called ncc.